Event description:
It was reported that a pump declared an alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to load a new cartridge using the proper technique and was able to successfully resume insulin therapy.